Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient underwent a pacemaker replacement procedure. During the procedure the proximal end of the right atrial (ra) lead was rotated with no issue, while the distal end could not be rotated. The system was explanted and removed. A new device was implanted. This pacemaker will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory external visual inspection noted that the header had been removed from the device and in pieces. The setscrew in one of the terminal blocks was stuck against the retainer washer. The other three setscrews operated normally. The stuck setscrew could not be loosed with a torque wrench, and the wrench returned with the device had no identification marking on the end. Analysis concluded that the setscrew was stuck against the retainer washer and this damage was induced.

Event description:
It was reported that this patient underwent a pacemaker replacement procedure. During the procedure the proximal end of the right atrial (ra) lead was rotated with no issue, while the distal end could not be rotated. The system was explanted and removed. A new device was implanted. This pacemaker was returned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient underwent a pacemaker replacement procedure. During the procedure the proximal end of the right atrial (ra) lead was rotated with no issue, while the distal end could not be rotated. The system was explanted and removed. A new device was implanted. This pacemaker will be returned. No adverse patient effects were reported.